Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 4 of 5 on the homechoice machine(hc). The technical service representative(tsr) advised the hp to start over with all new supplies. The home patient(hp) was contacted on (B)(6) 2011. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated this was an isolated incident and the cause of the alarm is unknown. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.